Event description:
Ivc filter was placed by interventional radiologist for post op dvt. On cta performed 2 days post implantation, strut of filter seen protruding through wall of vena cava. Cta shows the superficial femoral arteries to be occluded bilaterally with reconstitution of the popliteal arteries and adequate 3-vessel runoff bilaterally. On the left, there is an occluded common femoral. Inflow is diseased but acceptable bilaterally.I would note that her inferior vena cava filter has apparently perforated the inferior vena cava. Several barbs or struts can be seen outside the wall of the cava. Radiologist and vascular surgeon plan to leave the filter in place.impression: this is an elderly female with significant left leg ischemia. Hospital course: admitted on with left foot pain and numbness. Two months ago patient had a partial colectomy of the transverse colon with complication of splenic bleeding. The patient had been taken off her anti-coagulation. She developed dvt in the right lower extremity and was found on march 16 to have a large dvt in her left thigh. She was admitted through the emergency room with bilateral leg pain and noted to have ischemia of the left lower foot. The patient was kept on coumadin, with an inr of 2.2 on admission. Due to new dvt, an ivc filter was placed two days after being admitted. . It appeared that the dvt possibly was chronic. Consultation of vascular care and subsequent testing showed by cta an occlusion of the superficial femoral artery and common femoral artery on the left sides. The patient was taken to the or 5 days after ivc filter placement and underwent left common femoral endarterectomy and left common femoral to popliteal above-the-knee bypass. The patient's was stable, and she suffered no complications from the procedure. Preprocedure, abi on the left was 0.27. Postprocedure, it was 0.59 but the foot was warm and had palpable pulses. The patient was continued on heparin, switched to lovenox and has been begun on coumadin for anticoagulation. The ivc filter will be left in place. She progressed well after her surgery with no complications of her left thigh incision